Event description:
The customer reported back check valve failure during infusion in the oncology unit. The secondary infusion flowed into the primary set. No pt harm or medical intervention occurred. No further pt or event info was reported.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received. Unable to determine the cause of the customer's report that the secondary backed up into the primary. The customer stated the set has been discarded and is not available for future investigation.